Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown number of multiple patients receiving unknown drugs at unknown doses and concentrations via intrathecal drug delivery pump. The indications for use were not known. It was reported that the hcp knew of other patients who had catheter problems that were not identified until surgery when replacing pumps due to elective replacement indicator (eri), as the hcp had been working with pumps for 20 years. The hcp was talking anecdotally about those other patients' issues. The event date was unknown. No symptoms were reported. There were no further complications reported at this time.